Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated two times at 6 atm and 0 atm at 10 seconds and 0 seconds accordingly. However, at second inflation, it was noted that the balloon ruptured in a vertical form near the blade. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.